Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, when you move the lever of the bronchovideoscope to move the end of the scope, screen goes black. The issue was found during a therapeutic bronchial lavage procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2 h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed and found no image upon angulating upward. Based on the results of the investigation and previous investigations, it is likely probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.